Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a primary alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) was unable to contact the customer. Three follow-up attempts were completed by email from the rse to the customer without success. As a result of the lack of response from the customer, the rse was unable to proceed with service. No work was performed on the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.